Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as being located under the lifevest garment. The patient reported a history of psoriasis and wearing the lifevest caused irritation. The patient's doctor prescribed betamethasone cream. There is no alleged device malfunction. Follow up was completed and the skin irritation was resolving.